Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device made the alarm and the indicator on the front panel was darkened when the subject device was turned on at the preparation for use of the unspecified procedure. The user changed to another similar device and completed the procedure. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. The alarm was sounding during use. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the detection of an abnormality in the internal circuit of the subject device. The detection of an abnormality in the internal circuit might have occurred due to the pressure sensor failure on the printed circuit board. The pressure sensor failure might have occurred due to the peeling off the wire inside by the corroded electrode pressure sensor with entering oxygen, or due to the peeling off the wire inside because it was had the adherence of the foreign matter (epoxy) by mistaken to mount the components. If additional information becomes available, this report will be supplemented.